Manufacturer narrative:
On (B)(6) 2018, the user facility contacted steris and reported that the door would not open on their reliance 444 single-chamber washer/disinfector. A steris technician visited the facility on the same day. The technician inspected the washer and found the door was not opening as the cables had disengaged from the grooves on the pulley system. The technician re-engaged and adjusted the cables on the pulley, ran a test cycle, confirmed the door to be operating according to specification, and returned the unit to service. The root cause of this event is attributed to user error. The user facility should have ensured that all racks are properly loaded and fully inserted prior to initiating a cycle. The rack was not properly loaded prior to initiating the cycle which caused an obstruction as the door was closing. The door jammed due to the obstruction, causing the cables to become loose and subsequently disengage from the pulley system. The operator manual (p122999-133) states (1-1), "warning - personal injury hazard: if an obstruction is present in the wash chamber door and door is unable to raise, do not attempt to remove obstruction from under the door. Door cables may have slackened and door may close at high speed when obstruction is removed. Call a qualified service technician to safely remove obstruction." The technician counseled user facility personnel on proper operation of their reliance 444 single-chamber washer/disinfector, specifically to ensure all racks are properly loaded and fully inserted prior to initiating a cycle. No additional issues have been reported.

Event description:
Reference medwatch report (B)(4). No injuries were associated with the reported event.